Manufacturer narrative:
Product event summary: an image file and the pscc100 loop catheter with lot number 0012484406 were returned and analyzed. The returned image showed a loop catheter with a knotted array at the tip and the pebax tubing detached from the dual lumen. The lot and serial number could not be read. Visual examination revealed the spiral array showed signs of being pinched, electrode e1 was pinched, the spiral array nitinol ball was completely dislodged, and electrode wires were visibly exposed from the dual lumen. The steering mechanism functioned normally, allowing the distal catheter tip to rotate as expected in both directions. The slide function operated without any issues, and the shape of the capture device was typical. The catheter was securely connected to a test catheter interface cable (cic), with both latches fully engaging the catheter connector, indicating a secure connection without any resistance. The slide control functioned as expected; however, a kink was observed on the spiral array guidewire lumen when the slide control was fully advanced for extension. The catheter was reprogrammed and connected to the generator using a test cic. During the delivery of therapy, an error message was encountered: error 2000 (catheter electrical current error). Hipot testing confirmed the integrity of the insulation around the electrode wires; however, electrical continuity testing revealed an open loop at electrode e1. The dissection process revealed that there was no connectivity between electrode e1 and the electrode wires within the spiral array. In conclusion, the reported issues of a knotted and inverted array were confirmed during testing. The catheter did not pass returned product inspection due to a knotted and inverted array, a guidewire lumen kink, the nitinol array wire was dislodged, the pebax tube was pinched, electrode wires were exposed, and electrode to electrode wire detachment. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a pulsed field ablation procedure, the pulsed field ablation catheter exceeded the ring during operation of the right inferior pulmonary vein (ripv). The steering knob was used and an attempt was made to return it, but it did not return. The catheter could not be pulled into the sheath and a knot formed. Initially, the catheter and sheath were replaced to resolve the issue. After the transeptal puncture which was carried out on the right leg was carried out on the left leg. The case was completed with pulsed field ablation. After the case, a knot was noted on the catheter tip and delamination at the base. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID 10fcc13; product type: sheath. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.